Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set packaging issue on (B)(6) 2025. The patient reported that the infusion set was damaged, it was ripped on the side and also the packaging was not sealed properly misshaped. No further information available.